Event description:
It was reported that this right atrial (ra) lead exhibited spikes of high out-of-range pace impedance measurements greater than 3000 ohms, however other measurements were good. There was no noise or change in measurements observed with pocket manipulations or isometrics. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).